Manufacturer narrative:
The following other devices were listed in this report for the right knee: kin kn med fem cond right; cat# 6471-3-265; lot rayfc. Kin cond kn small patella dome; cat# 6471-1-900; lot vmwg. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. This is the same pt/event as MFR # 2249697-2010-00625. An eval of the device cannot be performed as the device was not returned to the manufacturer. Add'l info including x-rays and medical records was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "implants removed due to infection."